Event description:
It has been reported in a service report that the head right corner of the break away head section was cracked where the wheel mounts on the ambulance cot. No adverse consequences or injuries have been reported. The severity of the alleged crack on the head section where the load wheel mounts is currently known and awaiting further investigation. Additional information found to be relevant by the manufacturer will be included in the investigation, and a follow-up MDR will be submitted.

Manufacturer narrative:
Additional information found to be relevant by the manufacturer will be included in the investigation. A follow-up MDR will be submitted.